Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely pass through the fluid path. No fluid was observed inside the device. Inspection of the device found no corrosion or other evidence that would indicate the presence of fluid within the device. A leak test was performed and no leaks were found along the fluid path. No damages or defects were found that would result in fluid entering the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering correction boluses the patient's blood glucose levels reached over 250 mg/dl while wearing the pod longer than 48 hours. Patient reported observing fluid inside device. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Additional method of treatment was not provided.